Event description:
Customer stated that she has high blood glucose. Customer stated that the reservoir is leaking from the o-rings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.